Event description:
Hold cjca zoll distributor contacted zoll to report that a (B)(6) pt experienced was treated and passed away while at a clinical center. The pt was treated once on (B)(6) 2014 (at 22:53:08) and four times on (B)(6) 2014 (01:13:43, 01:15:54, 01:16:24, and 01:35:31). The rhythms at the time of the first four treatments was ventricular tachycardia/ventricular fibrillation (vt/vf). The lifevest successfully converted the first four arrhythmias to slower rhythms. After the fourth treatment, the pt degraded to asystole (01:26:16). A fifth treatment was delivered at 01:35:31. The rhythm at the time of the treatment was asystole with intermittent cardiac activity. Asystole is considered a non-treatable rhythm. Oversensing of small artifact contributed to the fifth treatment. The response buttons were used briefly prior to the first arrhythmia alarm but were not used subsequently. The pt passed away on (B)(6) 2014. The exact time of death is not known.

Manufacturer narrative:
Explanation: other - device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. The lifevest delivered four appropriate treatments and one treatment during asystole. Device MFR date and usage of device: monitor (B)(4) initial use. Electrode belt (B)(4): 12/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective support FDA's approval of the lifevest, can be found at http://www.accesdata.FDA.gove/cdrh_docs/pdf/p010030b.pdf.